Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the femoral valgus alignment guide broke.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the femoral valgus alignment guide broke during surgery. No pieces of the device retained by the patient. Attempts have been made and additional information on the reported event is unavailable.